Event description:
An optometrist reported a pt who presented with blurry vision at distance in both eyes approximately two months post lasik. The pt was noted to have corneal haze and was prescribed a topical steroid eye drop. There are two medical device reports associated with this event. This report is for the left eye. Additional info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).